Event description:
The customer indicated the footswitch was received in early march and is not functioning correctly. The internal switch is working, but the metal plate is moving around and causing it to stick down (on). It was being used when this was noticed, but no pt injury occurred.